Manufacturer narrative:
An eval of this issue has been conducted at mako surgical. When the anspach burr motor fails during surgery, the surgical team switches to the back-up burr motor in the back-up instrument set. In this case, the backup motor failed. A supplemental report will be filed when add'l results are available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor (different manufacturer). The case was then completed successfully.